Event description:
It was reported that the customer delivered too much insulin. The customer's blood glucose (bg) level subsequently decreased to a level displayed as ¿low¿; however, a specific value was not provided. Reportedly the customer was unclear on the insulin on board function of the pump, resulting in over delivery of insulin. Tandem technical support educated the customer on insulin on board amount being reflected on the pump screen. Recommendation was made to consult with healthcare provider regarding diabetes management.